Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the auditory and vibratory alarm features are operation on all modes. There were no defects found with the vibration motor or the piezo contacts. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that three or four days prior the pump's audio tones and vibration alarm features stopped working. Troubleshooting indicated that neither the audible nor the vibratory features were functioning on the pump, and the reporter was advised to have the patient cease insulin pump therapy and move to a back-up plan for insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.